Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and genital haemorrhage ('general abnormal bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, iron deficiency anaemia, vaginal infection, vaginal discharge, hormone level abnormal and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, pelvic pain, perforation, vaginal discharge and vaginal infection to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: reporters details updated and patient demographics were added. Essure indication updated. On, (B)(6) 2013, she implanted essure (previously reported as 2014). Injury events was updated to pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleed, perforation, vaginal infection, vaginal discharge, hormonal changes, headaches, patient did not performed essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.